Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the display was damaged and 7 segments were replaced to resolve. The device passed its final functional test and no other anomalies were found.

Event description:
It was reported that the temperature and power liquid crystal display of the radiofrequency ablation generator was damaged. It was further requested that it receive a test and calibration. The generator was returned for service. No patient complications have been reported as a result of this event.